Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 4 of 5. The tubing came apart from one bag and they did not think it was put on tightly. They power cycled off and on and got a se 2367. Then they cycled power again to clear the alarms. The patient was connected at the time of the alarm. The home patient (hp) would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per the patient at-home guide, users are instructed to check all disposable set connections for a secure fit before beginning peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.